Event description:
As reported by the (B)(4) registry the patient experienced an adverse event of hypotension during the index procedure. Post procedure the physician noted the patient to have some slurred speech. Recovery was full with no deficit. The event lasted less than 24 hours. The diagnosis was a possible transient ischemic attack related to hypotension. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as mildly calcified and moderately tortuous. The rate of stenosis was 85%. An angioguard ((B)(4)/ lot 70812557) embolic protection device was deployed distal to the lesion. The lesion was pre-dilated and a precise ((B)(4)/ lot 15738644) stent was successfully deployed at the lesion. It was noted that neo-synephrine was given for hypotension; right after the stent was deployed. The angioguard was removed and upon inspection there was no debris found in the filter basket. The patient also appears to possibly have some mild neurological deficit after her surgery. As per the physician, the patient's speech appeared to be slowed but intact. The patient also complained of some left hand clumsiness though her strength appeared to be intact. In the ICU the patient was found to have low hemoglobin. The patient's hemoglobin was approximately 14 prior to the procedure one month ago, and hemoglobin done yesterday was low at approximately 9.gi consult was made for a possible gi bleed.

Manufacturer narrative:
As per the physician, it is possible the patient could have had an acute neuro event due to the hypotension and/or the procedure. The subject was seen by the principal investigator post procedure and the neuro exam was reported as normal. There is a note from the neurologist that states staff stated the subject had slurred speech post procedure but the daughter found the speech to be normal. A CT scan of the head was found to be unremarkable. The prolonged hospitalization was related to anemia. The patient was discharged five days post procedure at baseline. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00062 and 1016427-2013-00017.

Manufacturer narrative:
As reported by the (B)(6) registry the patient experienced hypotension during the index procedure. Post procedure the physician noted the patient to have some slurred speech lasting less than 24 hours with full recovery. The diagnosis was a possible transient ischemic attack (tia) related to hypotension. The target lesion location was the ostium of the left internal carotid artery described as mildly calcified and moderately tortuous with a stenosis of 85%. An angioguard embolic protection device was deployed distal to the lesion. The lesion was pre-dilated and a precise stent was successfully deployed. It was noted that neo-synephrine was given for hypotension; right after the stent was deployed. The angioguard was removed and upon inspection there was no debris found in the filter basket. The patient also appears to possibly have some mild neurological deficit. As per the physician, the patient's speech appeared to be slowed but intact, but the patient's daughter found the speech to be normal. The patient also complained of some left hand clumsiness though her strength appeared to be intact. In the ICU the patient was found to have low hemoglobin. Gi consult was made for a possible gi bleed. No active bleed was found. As per the physician, it is possible the patient could have had an acute neuro event due to the hypotension and/or the procedure. The subject was seen by the principal investigator post procedure and the neuro exam was reported as normal. A CT scan of the head was found to be unremarkable. The patient was discharged five days post procedure at baseline. The products were not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Hypotension and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00062 and 1016427-2013-00017.